Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent the port placement was inserted. It was reported that during the treatment the blood was not drawn. I t was further reported that the port was allegedly fracture and with the catheter was lying across the right atrium. The complete port and catheter were removed, with a clear irregular cut at the fracture site. The current status of the patient was unknown.

Event description:
On (B)(6) 2025 a patient underwent the port placement was inserted using power port MRI isp, 8 fr groshong, int wo sp, sl. During the port placement procedure, the port was placed two finger-widths below the clavicle. On (B)(6) 2025, during treatment, there was no damage to the cannula, but no blood was drawn! The angle was adjusted, but still no blood was drawn. The cannula was replaced, and the puncture was successful, but still no blood was drawn. An x-ray was taken immediately and found that the tubing was fractured, with the catheter lying across the right atrium. The port was immediately removed. The complete port and catheter were removed, with a clear irregular cut at the fracture site.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation; three photos were provided for review. The photos show a powerport attached to a catheter segment and one distal catheter segment placed on a white sheet. The catheter was noted to be broken into two segments. Therefore, the investigation is confirmed for the reported suction, fracture and material separation issues. However, the investigation is inconclusive for the reported migration as the exact circumstance at the time of the reported event was unknown. A definitive root cause could not be determined based upon the provided information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.